Event description:
The device delivered several defibrillation shocks to the patient and then reportedly, would not deliver energy and illuminated the service light. The device was turned off and back on and the service light stayed on and the device allegedly would not deliver energy. The patient's outcome and details were not released to mpc.